Manufacturer narrative:
Additional information provided: b.5

Event description:
It was reported that device failed pressure sensor calibration. The device was initially received by the biomedical engineering department with a note stating the device needed calibration. The error initially occurred while being utilized by nursing, and then the error was duplicated by the biomedical engineering department. The patient was impacted in an unspecified manner. No additional information is available.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of failing pressure sensor calibration was confirmed during servicing activities. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The customer report of failing pressure sensor calibration was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The pressure sensor harness, rear case, right iui connector, and latch module were replaced and calibration performed. There were multiple proximate causes of the customer report pressure sensor calibration failure. They are as follows: the pressure sensor harness was confirmed failing as a result of an electrical failure. The rear case was confirmed damaged due to wear. The male iui was found with isolation rib damage. The iui's must be replaced when signs of damage are observed. The module release latch was found damaged due to wear.

Event description:
It was reported that device failed pressure sensor calibration.